Event description:
It was reported by international mallinckrodt facility (netherlands) that the 15mm connector "broke off of the inner tube" on one (1), size 8 lpc, low pressure cuffed tracheostomy tube. It is unk how long the device had been in use when the problem was detected. Limited info is available regarding the pt, the device and the reported event. There was one (1) pt involved with no reported pt injury. The size 8 inner cannula component was returned to the MFR for decontamination, analysis and investigation on 1/29/1999. Device eval results are recorded in section h of this report.